Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, data from the receiver could not be extracted. It is unknown at this time if a repeat procedure will be required due to the alleged device malfunction. Her last known status is that she is fine. The patient did not volunteer any complaints of injury or harm during their last conversation. The receiver will be returned for evaluation. No other known adverse events were reported.